Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system remained activated even though the trigger was off. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The reporter stated that the hospital is tracking the usage of the cables so they are positive the cable has not been used 20 times yet.